Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents, no unexpected power loss alarms or failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that did not receive a low battery alert prior to the replace battery now alarm and failed battery test alarm. Customer's blood glucose value was 157 mg/dl at the time of the incident. Troubleshoot completed. Insulin pump did not alarm battery failed alarm. After troubleshoot for power loss and replace battery. Customer will return device for analysis.